Event description:
Nurse heard screaming in pt's room. Nurse responded immediately and noted smoke emanating from foot of pt's bed. Nurse pulled plug from socket, evacuated pts from room and extinguished fire using fire extinguisher. No flames were noted at any time. Fire dept called and responded. Engineering responded. The hospital engineering dept determined that the smoke came from the power assembly of the hill-rom bed. The fire was caused by a liquid, unknown although it could have been any type of liquid, penetrating through the holes between the power assembly cover and pan into the main printed circuit board. There were no rubber bushings under the screws that secure the power assembly cover to the pan and there was no gasket between the cover and the pan. The printed circuit board was also not secured to the pan.